Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. Customer stated that the insulin pump had all key failure and according to electrostatic treatment, it cannot be recovered. Insulin pump will be returned and repaired. No additional information provided.

Manufacturer narrative:
Insulin pump received with blank display due to corrosion on interface board. Insulin pump was unable to verify unresponsive button keypad or replacement time too long due to blank display. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.